Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (performa system), is related to case with patient identifier (B)(6) (active system). The reported test strip lot is "47494" which is missing 1 digit.

Event description:
It was reported the customer received the following results, with two different meters, within 10 minutes: 101 mg/dl (performa meter) and 333 mg/dl (active meter). No adverse event reported. Return of the suspect device was requested for evaluation.